Event description:
Customer reported he experienced high blood glucose of 500 mg/dl. Customer is a new insulin pump user and stated that he had been running in the 200 mg/dl but his blood glucose went high because, he forgot to check and treat after having eaten because he was busy. Customer stated that it was time to change his set and requested assistance with setting up the low reservoir alert. It was set up at 32 units. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.